Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had low impedance. The rv lead remains implanted but was programmed off. The ra lead remains in use and was programmed to unipolar. No patient complications have been reported as a result of this event.